Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger not powering on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged j100 power receptacle. The root cause for the damaged receptacle could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.